Event description:
The following was reported to hamilton medical ag: summary: self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was a defective mainboard. The mainboard was replaced to solve the issue.